Event description:
It was reported that a patient presented with over-sensing noted on the left ventricular lead. No intervention was performed. The patient was stable throughout.

Event description:
It was reported that a patient presented with over-sensing noted on the implantable cardioverter defibrillator on the right ventricular channel. No intervention was performed. The patient was stable throughout.